Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 30th may, 2019 getinge became aware of an issue with 9027 washer disinfector. As it was stated, steam was released after opening the ddor due to the alarm. There was no injury reported however we decided to report the issue based on the potential as unexpected steam or vapor leak from parts available for the user may lead to serious injury or worse.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to found several complaints that represent this failure mode and were decided to be reportable to competent authorities. Fortunately, none has resulted in serious injury or worse. With the device involved in this event was a washer disinfectors ¿ 9027. The unit was manufactured on 26th august, 2009 and installed on 23th november, 2009. When the event occurred, the getinge device was directly involved. It did not meet its specification and the fact contributed to event. Upon the event occurrence the device was not being used for patient treatment. The information collected to date and as a result of the performed investigation allowed us to establish that ¿cs door lock¿ alarm was displayed and the cycle was aborted. The alarm occurred due to the door cylinder malfunction, which was caused by the normal wear of this part. The unit was nearly 10 years old and was not under getinge agreement, since we do not know if any maintenance was performed on the device recently. The devices¿ manual is instructing the operator which actions should be performed to correct the error if it displays during the cycle and those activities do not require an opening of the door. In summary, the most likely root cause of situation occurrence is related to activities performed by customer, which were not in line with steps given as part of the IFU. When the alarm occurred, the qualified personnel should follow the instruction which does not require opening of the door, thus even if the steam is cumulated in the chamber, there would be no chance for the external leak and, consequently, triggering a fire alarm. As the device was repaired and returned to the usage, we currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).